Event description:
It was reported that eight days post implant the patient experienced ventricular tachycardia (vt). It was further reported that the right ventricular (rv) left bundle branch lead pacing was aligning with atrial pacing, was capturing the atrium and was confirmed dislodged by x-ray. The rv lead was explanted and replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.